Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, the lead exhibited noise. A lead fracture was suspected, however, was not confirmed. The patient was seen in clinic. Noise was able to be recreated with patient isometrics, however, there was no oversensing as a result of the noise. The physician opted to reprogram rv sensitivity and continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.